Manufacturer narrative:
(B)(4) physio-control was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device lost power during a pt event. Physio-control evaluated the device event record download and verified the reported issue. The device lost power for three mins and 54 seconds before turning back on and resuming operation. The reported issue had no adverse effects on the pt. There were no further details on the event and/or the pt provided.